Event description:
Additional information was received from the patient. When asked what steps were taken to resolve the issue, they reported they were getting one put in on 2024-mar-19 and this time it would be sewed in.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having a problem with their ins. Patient stated they were not able to increase the stimulation past 0.4 on program 1 and a message "the system is operating at maximum settings. Therapy cannot be increased. " was popping up all the time. Patient mentioned they needed to increase the intensity because it was not high enough for them. Patient mentioned they should be at 1.5 or 2. Patient tried in program 2 and the same message appeared when trying to pass from 0.4. Implant battery showed ok. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the patient. They reported that the cause of the max s ettings message and not being able to adjust stimulation was determined. They stated that with the second one they put in a longer wire but were finally told to increase once and wait a few weeks. They stated that it was never done and couldn't move. After x-rays they said they were not sure which part but instead of staying in place in the rear it had moved and part was by their spine. Their doctor was on maternity leave until january. They were directed to another doctor who said to wait until january when their primary doctor was back. They comment that "it was like your own way." They said they spoke with a third person from the manufacturer who did explain in detail more and the patient said that someone should not only show but explain how to use the system. They showed them why it was coming loose and they had urine leaking and were so upset it didn't work but they didn't know why. When asked about the steps taken to resolve this issue they stated that the second one worked then it stopped and they tried to increase. It was unknown if the issue had been resolved.

Manufacturer narrative:
B3: date is estimated; month and year are valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient then stated that they were having very bad incontinence and they went to bump the stimulation up from 1.5 and they were doing as they were told to wait a week or two to see if it helped. When they tried to increase the stimulation on the saturday prior to the operation they started bleeding so they went to see their doctor to get the bleeding to stop. Patient mentioned that the hospital was no thing they don't know nothing sometimes. Patient did another x ray because no matter what level they increased the stimulation it would say it was not transforming and not going bright. Patient went to the doctor after the appointment and they said they would have to take it out because instead of staying in place in their bum, it was near their spine and it seemed to be moving. Patient noted that in january when their doctor comes back from having a baby, they will have them shut off the manufacturer's and they will tell them it was a no go for them and it wouldn't work for them. The patient was redirected to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.